Manufacturer narrative:
This MDR related to the puerto (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump's battery life was shortened. Blood glucose level at the time of the incident was not provided. The customer reported that the battery would last for a few weeks, then battery life would fluctuate, and eventually die. Customer declined troubleshooting. The insulin pump was not replaced or returned for analysis.